Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to experiencing elevated blood glucose (bg) level of 927 mg/dl, diabetic ketoacidosis (dka) considered dangerous and myocardial infarction. Supply changes were performed to address bg prior to the hospitalization. Intravenous fluids, insulin drip, heparin drip were administered and a cardiac catherization was performed. At the time of the report, the customer remained in the hospitalized until it was confirmed that the cardiac catherization was successful. Reportedly, multiple attempts were made to resume pump therapy while hospitalized; however, bg elevated. Customer reverted to an insulin drip for diabetes management. Multiple attempts were made by tandem¿s technical support to obtain the hospital release date; however, no additional information regarding this event was provided.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified relating to the high bg; however, a different issue was identified.